Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer received an "image quality may be deficient" message on the monitor. Prior to calling in, the customer tried multiple cameras, but the issue persisted. The customer was in the process of power cycling the system at the time of the call when the system faulted with non-recoverable fault 319. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and confirmed 319 errors for the endoscope controller (ec). The isi tse also noted errors 48204, 48203, and 48275 were present prior to ec faulting with 319 errors. After verifying ec and video processor (vp) power switches were in the "1" position, the customer performed a hard system power cycle, checked orange fiber cable connections from ec to vp, and reseated fiber cable from vp to core, but the issue persisted. The procedure was converted to another dv system with no reported injury. Isi followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically with another system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse was able to replicate the reported issue and replaced endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The endoscope controller (ec) was returned for failure analysis, and the reported failure was replicated. This unit was installed into the test system, and it failed with error 319 at startup. Power was applied at the test bench, and the unit was completely off. No power. Both the left and right power supplies were dead and will need to be replaced to correct the issue. Also, after replacing both power supplies, power was applied to the ec at the test bench, and it was found that the board has no heartbeat and needs to be replaced. A light engine sensor check was performed, and it is over 5%. The complaint was confirmed based on failure analysis.